Manufacturer narrative:
An abbott field service representative visited the customer site and performed troubleshooting, replacing the probe, wash zone temperature tubing sensor, stabilized vortexer, cd-rw and dvd rohs platform, and the wash zone probes because they were worn from use. It was concluded that the wash zone probes were the most probable cause of the customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect systems operation manual and the architect stat troponin-I assay package insert both contain information to address the current customer issue. The patient result related issue was resolved through a normal manual maintenance procedure, and the device is meeting performance specifications and performing as intended. No systemic deficiency or adverse trend was identified during this evaluation. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: architect ci16200sr, ln:03m74-01, sn: (B)(4), architect ci8200, ln:03m74-01, sn: (B)(4).

Event description:
The customer reports falsely elevated architect stat troponin-I assay results for one patient. The following results were provided:sample #1 (13:14) = 0.066 ng/ml (architect ci16200 analyzer);sample #2 (13:41) = 0.442 ng/ml (archtiect ci8200 analyzer);sample #3 (14:02) = 0.095 ng/ml (architect ci8200 analyzer): and,sample #4 (14:11) = 0.109 ng/ml (architect ci16200 analyzer).the customer uses a cut-off value of 0.03 ng/ml. Due to privacy issues, the customer would not provide any patient information other than the patient did not suffer a heart attack and is doing fine. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: architect ci16200sr, ln:03m74-01, sn: (B)(4), architect ci8200, ln:03m74-01, sn: (B)(4).